Event description:
During decompression procedure, the wire was noted to be broken from the percutaneous probe in the patients back at l5-s1. Neurosurgeon successfully removed the wire that did not require surgical intervention.